Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that her ¿ interstim battery¿ was dead. Patient stated her healthcare provider told her it was supposed to last 5 years. Patient confirmed she was seeing the ¿programmer batteries are low¿ screen. Patient reported her daughter put in new aaa batteries already. Patient confirmed batteries were ¿(B)(4)¿ type but they did not say alkaline on them. Patient would have her daughter buy some alkaline aaa batteries and would call back if this does not resolve the issue. About a day later, patient further reported that she synched with the device and got the information screen saying the implantable neurostimulator (ins) battery was low. She then synched again and got she was on 3.9v on program 2 and stim was on. Patient stated in top row it shown the ins battery was low. Patient was advised to follow up with healthcare provider since ins battery was low. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.